Event description:
Procedure: lung resection. Reportedly, the surgeon states the stapler did not staple properly and it created a hole in the lung tissue. Also, it appeared that the tip of reload was bent. The surgeon then tried a second stapler and it also did not fire properly. Then a third stapler was used and fired correctly. There was no injury to the patient reported.